Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio iq meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 8:00 am whilst on vacation in (B)(6). The patient stated that the subject meter then worked for the next test, but the alleged product issue then returned. The patient stated that he was using a loan meter until he got a replacement meter on (B)(6) 2015. The patient manages his diabetes with self-adjusting insulin. The patient stated that in response to the alleged product issue he estimated his novorapid (day time) and lantus (night time) insulin doses from (B)(6) 2015 depending on how he felt (times not provided). The patient claimed to have developed the symptoms of "sweating, nausea and sleeping more" on (B)(6) 2015 after 8:00 am, and as a result he didn't eat due to feeling unwell. The patient did not receive medical treatment. The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.